Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the implantable pulse generator (ipg) and lead were attempted but not used during the implant procedure. The lead exhibited high impedance during placement. Additionally the setscrew came out of the header during the procedure. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.